Manufacturer narrative:
D.10 concomitant medical products and therapy dates. Therapy dates: na. H.2 device evaluation: the cause of the long charge time was an arc from the anode pin to the case of the high voltage capacitor. The cause of the arc is believed to be electrolyte leakage which caused a breakdown pain. The capacitor exhibited lower than normal anode gasket compression.

Event description:
Charge times seemed excessive and high voltage lead impedance was reported. Real-time electrograms looked clean of noise and stored electrograms revealed no noise during charging. Co believes that the lead was functioning properly and that the lead impedance calculation was erroneous. After performing a 150v test shock with no improvement in charge time, the decision was made to explant the ICD.